Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corners, display window and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer had a button error alarm on the insulin pump. Customer's spouse stated that the pump has been acting up and alarming. Customer removed the battery after receiving the alarm, but now the pump will not do anything. Customer also found they had received a motor error alarm about a week ago, but did not call due to her son's wedding. Customer was trying to do a manual bolus and the buttons were automatically going without being pressed by the customer. It was reported that the customer received a button error and could not clear the alarm even after removing the battery. Insulin pump will need to be replaced. No additional information provided.